Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of rash pruritic ('itchy rash') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced rash pruritic (seriousness criteria medically significant and intervention required) and pain ("body ache"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2017. At the time of the report, the rash pruritic and pain was resolving. The reporter considered pain and rash pruritic to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: itchy rash, body aches, medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of rash pruritic ('itchy rash') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced rash pruritic (seriousness criteria medically significant and intervention required) and pain ("body ache"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2017. At the time of the report, the rash pruritic and pain was resolving. The reporter considered pain and rash pruritic to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: itchy rash, body aches, medical device removal. Quality-safety evaluation of ptc: unable to confirm compliant. Most recent follow-up information incorporated above includes: on 17-jun-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.